Event description:
The customer reported that the system would not turn on. No pt injury was reported.

Manufacturer narrative:
Non conclusion can be drawn as repair information is unavailable and no additional service information was provided.